Event description:
It was reported that a pump has a system error 322. It was also reported there was no pt injury.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The system error 322 was reproduced during initial testing. Review of the history log confirms the reported system error 322. Eval has led to the determination that the upper and lower auxiliary assemblies were failing. The upper and lower auxiliary assemblies were replaced.